Event description:
Customer's caregiver reported the customer received a "start new sensor" message after one day of wearing the adc freestyle libre sensor. Customer experienced feeling unwell and a loss of consciousness and a blood glucose result of 180 mg/dl was obtained on a competitor brand device. Contact with an hcp was made and a reading of 32 mg/dl was obtained on the hcp meter and customer was diagnosed with hypoglycemia and treated with glucose via injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4 has been updated based on product download. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the libre sensor and sensor kit were reviewed and the DHR showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer received a "start new sensor" message after one day of wearing the adc freestyle libre sensor. Customer experienced feeling unwell and a loss of consciousness and a blood glucose result of 180 mg/dl was obtained on a competitor brand device. Contact with an hcp was made and a reading of 32 mg/dl was obtained on the hcp meter and customer was diagnosed with hypoglycemia and treated with glucose via injection. There was no report of death or permanent injury associated with this event.